Event description:
It was reported via phone call, that the down arrow button on the insulin pump is unresponsive. Customer's blood glucose level at the time: 52 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Unable to verify the failed battery alarm, weak battery alarm or button keypad anomaly due to the blank display. Traces of corrosion was found at the motor and keypad traces. The pump also had a cracked case at the display window corners cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.